Event description:
I used the fasciablaster which was sold as a 100% medical device. I was instructed to use this by the maker of the product very deep into the muscle at a pain level of 7 to break up fascia adhesions. I used the device for 8 months before noticing extreme weight gain, joint pain and loose skin as well as other health issues was connected to this (as she has finally stated in her new terms and conditions). I have since then been seen by a dr to correct my hormone levels which are still ongoing as well as chiropractic adjustments to try to treat pain. The creator of it continued to say this device could not cause these problems until recently she has changed to terms to reflect this. I have been injured by this product and need it examined before anyone else can be.